Event description:
During an in clinic follow-up, low sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the rv lead had become dislodged. Repositioning was attempted, however, the helix of the rv lead experienced difficulties extending and retracting. The rv lead was extracted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issues, and low r-wave sensing. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. The reported event of helix mechanism issues was confirmed. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension was within specification. The cause of the reported event of helix mechanism issues was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. The reported event of low r-wave sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.